Event description:
The customer reported to olympus, the light source had a b30 image processor error with certain scope models. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The subject device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation no root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue was found during preparation for use.